Event description:
It was reported that the insulin pump alarmed errors periodically over the past month and a half. The blood glucose reading was 122 mg/dl. The customer stated that the insulin pump had not been stored or not in use for an extended period of time. He also observed a sensor end alarm; explained that was an indication that the sensor would need to be changed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with an error alarm after a battery change due to a broken solder joint. The unit passed the displacement test and self test. No unexpected other alarm was noted. The unit communicated properly with the transmitter and sensor. No unexpected sensor end alarm was noted. The unit also had a minor scratched lcd window, cracked display window corner, and broken reservoir tube lip.